Manufacturer narrative:
Batch review performed on 02 january 2020: lot 189062: (B)(4) items manufactured and released on 04-mar-2019. Expiration date: 2024-02-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in complaining of pain which was caused by a hematoma. The surgeon performed a washout and revised the medacta sphere insert flex right 14mm s5 with a medacta sphere insert flex right 14mm s5 2 weeks after primary. The surgery was completed successfully.